Event description:
Patient reported the infusion device goes into the stop mode by itself and beeps continuously. The display then shows "0 units," and the infusion device returns to the run mode by itself. No alert or error messages are triggered, and none of the buttons on the infusion device function. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.